Event description:
It was reported that during testing conducted at the manufacturer facility the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of the device displaying a bias current error was confirmed by a manufacturer service technician through functional evaluation. Upon disassembly, worn bearings and a corroded rotor were found. The probable cause of the reported bias current error is a damaged motor circuit.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.